Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no other similar complaints from this lot. Based on the reported information and results of the complaint investigation there is no indication the reported separation is related to a potential product quality issue. In this case, although there was no difficulty reported during removal, based on the returned device, the noted jagged material is indicative of difficulty and/or handling during removal which likely led to the reported separation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 5.0x12 mm nc trek balloon dilatation catheter separated. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.